Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 meter would not power on. The pt takes 52 units of novolin 70/30 insulin a day. She also takes 45 mg of actos each day. The pt indicated that the alleged meter issue started approx the month prior, at an unk time. As a result of the alleged issue, the pt reportedly administered self-care by eating more food and/or drinks. The pt was unwilling to provide a specific date/time as to when he administered the self-care. As a result of the alleged meter issue, the pt claimed that she received IV glucose treatment from emergency services (ems). The pt was also unwilling to indicate if she developed any symptoms because of the reported meter issue or what date/time the treatment was given by the ems. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she received IV glucose treatment from ems because of the alleged meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval, if the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.